Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 and alleged the pump had no power. The reporter did not know if there were any low battery alarms prior to losing power. The reporter replaced the battery and the power was restored. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the cause of the power loss is unknown.

Manufacturer narrative:
Follow-up #1: date of submission 07/21/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 07/08/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find any unexplainable power on reset events. The battery compartment was undamaged. The battery cap was not returned and a test battery cap was used in the evaluation. The pump powered up with the appropriate audible and vibratory features. A rewind/load/prime sequence was executed without incidents. Electrical current draws were within specifications. The pump casing was opened and no evidence of moisture intrusion or loose components was found inside the pump. The reported no power issue was not verified in the black box or duplicated in the investigation. Unrelated to the reported power issue, it was observed that the verify screen was dim and discolored.